Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed continuous light emitting diode (led) cycling due to defective application board. After temporarily replacing the application board with a lab use only board the temperature module functioned as intended.

Manufacturer narrative:
Updated blocks: d10 and h3. H3: 81 evaluation is in progress but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the results from the in-circuit-tests (ict) indicated that the assembly passed all tests. There were no failures were detected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr), had a new module was shipped to the user facility for the manufactured trained biomedical technician to install. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the temperature module was cycling through the light emitting diode (led) light on the module and showing a "?" On the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.